Event description:
As reported by navilyst medical's distributor in (B)(4), during an angiographic procedure utilizing a navilyst medical convenience kit, it was noted that the rotating adaptor attached to the inflation device was faulty, and could not be securely attached to the balloon catheter. This caused air bubbles to be created when negative pressure was created. No air was injected and there was no pt injury. The procedure was completed with another inflation device. The used inflation device has been returned to navilyst medical for eval.

Manufacturer narrative:
The used inflation device has been returned to navilyst medical and was then forwarded to our supplier, (B)(4). For eval and completion of a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).